Event description:
It was reported that the device ¿had not worked¿ in six or seven years. Patient services confirmed by ¿has not worked¿ the caller meant was not effective. The patient had a stroke on one side before the device was implanted, and the device was supposed to stimulate nerves or muscles. The patient wanted to have the device removed. The patient did not have a healthcare professional (hcp) she was currently seeing regarding the device. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3998, lot# v003655, implanted: (B)(6) 2006, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).